Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that wake button was working as intended. The customer's blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.